Event description:
Patient undergoing a laparoscopic left nephrectomy when a stapler misfired, leading to a renal artery bleed. Vascular surgery consulted for left renal artery repair. Patient stabilized and admitted to surgical unit. Patient made aware of operative course.